Event description:
It was reported that the customer's insulin pump display was only partially visible. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments/partial display due to cracked and bleeding on the lcd glass. The device had protruded/loose drive support disk, cracked end cap and cracked reservoir tube lip.